Manufacturer narrative:
Correction: product analysis: a loading simulation was incorrectly reported as part of the product analysis on the initial medwatch submitted october 14, 2020. As the stylet could not be fully inserted, loading of the valve could not be performed. Additional information: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject delivery catheter system (dcs) was returned for analysis. As the stylet could not be fully inserted, loading of the valve could not be performed. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the valve frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. The damage observed on the screw gear threading in the dcs handle indicates there was increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A buckle was observed at the proximal end of the capsule, which confirms the capsule deformity reported in the event. Capsule buckle can occur due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Although the device IFU instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile com ponents", a new dcs was used with the same valve to complete the procedure. With limited information available and no procedural images or fluoroscopic load check images submitted for review, it cannot be independently determined if the valve was correctly loaded onto the dcs and the root cause of the event cannot be confirmed. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: d8, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule partially opened and the handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. A kink was observed along the proximal end of the inner member shaft near the paddle pockets. The kink on the inner member did not allow the stylet to go all the way in, the exceeding part was removed in order to allow loading of the valve. There was damage observed on the threading of the screw gear. A valve was successfully loaded onto the delivery catheter system (dcs). After the successful loading of the valve onto the dcs, there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was not able to be loaded onto the delivery catheter system (dcs) as the dcs would not advance over the valve. An attempt was made to rotate the dcs handle to remove the valve, which was unsuccessful. The misload was noticed prior to the fluoroscopy check. The paddles were in the pocket, but the capsule bunched and would not advance over the valve. A new dcs was used with the same valve to complete the procedure. No adverse patient effects were reported.